Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2014, 4296-88 lead implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation due to the right ventricular lead dislodging. The lead was not sensing and there was no capture at maximum output. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.